Event description:
The customer reported that the system intermittently displayed a "collimator iris too large" error message.

Manufacturer narrative:
The collimator would not calibrate. He reseated the ffb pcb. No improvement. He ordered a ffb pcb and replaced the ffb pcb. The rep erased and reloaded the flash memory. He reloaded the calibration files and verified the collimator functioned with no errors. He also verified the system boots and the fluoro functions as intended. The system operates as intended.